Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addr01, ipg; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited an increase in pacing thresholds and loss of capture, resulting in the patient experiencing a syncopal episode. The right atrial (ra) lead exhibited low impedance. Both the ra an rv leads were explanted and replaced. During the rv lead extraction, blood ingression was observed under the insulation at the site of the suture sleeve. No patient complications have been reported as a result of this event.